Event description:
No one would believe all I endured since having that tubal ligation. From suffering major pain and all been diagnosis with uti, stomach spasms, digestive disorder, peltic ulcer, ibs, to having fibroids, ovarian cyst, and low and behold my right kidney in my pelvic area. Also I had every colon, stomach test existing then this dr did an un-necessary surgery made matters worst. Then I had another surgery in 2007 for what all the doctors had to come see the biggest gallstones "every meaning" how long they had spilled over in my bloodstream for me to admitted for 5 days. I begged (B)(6) hospital to please help me get this tubal ligation undone. I am now (B)(6) old raised my 2 kids (one of them was 11b 11oz at 26weeks). I can't live my life and have not had a life since I got this tubal ligation. Had dr (B)(6) explained the severity of this procedure I never would have done this to my life. The clips were placed back (B)(6)of 1994. Hulka clip. Urine leakage and major pelvic pain and longer periods since day 1 of the tubal ligation.